Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 44-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criterion intervention required), 8 years 3 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of product technical complaint (ptc) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abnormal uterine bleeding ("abnormal bleeding, spotting on some days, heavy bleeding on others, passing clots") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fibroids (small) on (B)(6) 2020, abdominal adhesions, endometriosis (retrocervical, rectal), dental surgery nos, snoring, mole of skin (atypical), cardiac murmur (childhood), environmental allergy and c-section (2). As concurrent condition the report mentioned anovulation. On (B)(6) 2012, the patient had essure inserted. In 2017 she experienced abnormal uterine bleeding (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced rash ("severe rash with negative derm w/u and allergy testing"), fatigue ("fatigue") and palpitations ("palpitation"). The patient was treated with surgery (essure removal by laparoscopic salpingectomy, abdominal hysterectomy, adhesiolysis). At the time of the report, the outcome of abnormal uterine bleeding was unknown. The reporter considered abnormal uterine bleeding, fatigue, palpitations and rash to be related to essure administration. The reporter commented: patient present with abnormal bleeding. Menses irregular: spotting on some days, heavy bleeding on others, passing clots, soaks a pad or tampon every two hours. Abnormal bleeding began 3 years ago. The bleeding has had the following effect on her personal life: unable to perform well at work or school. Ultrasound shows small fibroids. Her evaluation for this bleeding included ultrasound. No longer desires fertility. Patient also has sx (symptoms) which she describes to her essure coils (severe rash with negative derm w/u and allergy testing, fatigue, palpitations, etc.). Based on history and physical exam the patient¿s bleeding may be due to anovulation. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2020: abdomen: transverse abdominal scar pelvic: uterus mobile and irregular [hysterosalpingogram] on (B)(6) 2012: findings: tubal occlusion device present bilaterally. No contrast opacification of either fallopian tube. A moderate amount of venous intravasation present. Impression: fallopian tubes occluded bilaterally [hysteroscopy] in 2012: essure device loaded through the hysteroscope, inserted with gentle forward pressure through the ostium without resistance. The device was deployed resistance noted upon trying to remove the essure delivery device. This caused unwinding of the delivery device coil. No bleeding noted at the tubal site. Coils not visualized in tubal ostia, device itself inspected, essure coil no longer on the delivery device. Next left tubal ostia identified and device inserted without resistance and deployed without difficulty. Two coils noted at the os upon removal of delivery device. Careful inspection did not reveal any bleeding at the right tubal ostia. Patient taken to recovery in good condition.; on (B)(6) 2012: essure device loaded through the hysteroscope, inserted with gentle forward pressure through the ostium without resistance. The device was deployed resistance noted upon trying to remove the essure delivery device. This caused unwinding of the delivery device coil. No bleeding noted at the tubal site. Coils not visualized in tubal ostia, device itself inspected, essure coil no longer on the delivery device. Next left tubal ostia identified and device inserted without resistance and deployed without difficulty. Two coils noted at the os upon removal of delivery device. Careful inspection did not reveal any bleeding at the right tubal ostia. Patient taken to recovery in good condition. [Pathology test] on (B)(6) 2020: gross description: uterus , cervix, and bilateral tubes. 180.4 gram hysterectomy specimen. Two, 2.5 cm in length by 0.6 cm in diameter segments of fimbriated fallopian tubes. Final diagnosis: part 1: soft tissue, retro cervical, laparoscopic excision. Fibroadipose tissue with fibrosis, focal chronic inflammation and vascular congestion. Part 2: soft tissue, rectal, laparoscopic excision, benign adipose tissue with vascular congestion. Part 3: uterus, cervix, and bilateral tubes, laparoscopic abdominal hysterectomy with bilateral salpingectomy. Chronic cystic endocervicitis, proliferative pattern endometrium, myometrium 2.5 cm in thickness bilateral fallopian tubes with marked vascular congestion [ultrasound scan] on (B)(6) 2020: small fibroids quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer (subsequently, medically confirmed). And describes the occurrence of abnormal uterine bleeding ("abnormal bleeding, spotting on some days, heavy bleeding on others, passing clots"). In a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fibroids (small) on (B)(6) 2020, abdominal adhesions, endometriosis (retrocervical, rectal), dental surgery nos, snoring, mole of skin (atypical), cardiac murmur (childhood), environmental allergy and multiple caesarean sections (2). As concurrent condition: the report mentioned anovulation. On (B)(6) 2012, the patient had essure inserted. In 2017 she experienced abnormal uterine bleeding (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. An unknown time later, she experienced rash ("severe rash with negative derm w/u and allergy testing"), fatigue ("fatigue") and palpitations ("palpitation"). The patient was treated with surgery (essure removal by laparoscopic salpingectomy, abdominal hysterectomy, adhesiolysis). At the time of the report, the outcome of abnormal uterine bleeding was unknown. The reporter considered, abnormal uterine bleeding, fatigue, palpitations and rash to be related to essure administration. The reporter commented: patient present with abnormal bleeding. Menses irregular: spotting on some days, heavy bleeding on others, passing clots, soaks a pad or tampon every two hours. Abnormal bleeding began 3 years ago. The bleeding has had the following effect on her personal life: unable to perform well at work or school. Ultrasound shows small fibroids. Her evaluation for this bleeding included ultrasound. No longer desires fertility. Patient also, has sx (symptoms), which she describes to her essure coils (severe rash with negative derm w/u and allergy testing, fatigue, palpitations, etc.). Based on history and physical exam, the patient¿s bleeding may be, due to anovulation. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination]: on (B)(6) 2020, abdomen: transverse abdominal scar pelvic: uterus mobile and irregular. [Hysterosalpingogram]: on (B)(6) 2012, findings: tubal occlusion device present bilaterally. No contrast opacification of either fallopian tube. A moderate amount of venous intravasation present. Impression: fallopian tubes occluded bilaterally [hysteroscopy]: in 2012: essure device loaded through the hysteroscope, inserted with gentle forward pressure through the ostium without resistance. The device was deployed resistance noted, upon trying to remove the essure delivery device. This caused unwinding of the delivery device coil. No bleeding noted, at the tubal site. Coils not visualized in tubal ostia. Device itself inspected, essure coil no longer on the delivery device. Next left tubal ostia identified, and device inserted without resistance and deployed without difficulty. Two coils noted, at the os upon removal of delivery device. Careful inspection did not reveal, any bleeding at the right tubal ostia. Patient taken to recovery in good condition. On (B)(6) 2012, essure device loaded through the hysteroscope, inserted with gentle forward pressure through the ostium without resistance. The device was deployed resistance noted, upon trying to remove the essure delivery device. This caused unwinding of the delivery device coil. No bleeding noted, at the tubal site. Coils not visualized in tubal ostia, device itself inspected, essure coil no longer on the delivery device. Next left tubal ostia identified and device inserted without resistance and deployed without difficulty. Two coils noted, at the os upon removal of delivery device. Careful inspection did not reveal, any bleeding at the right tubal ostia. Patient taken to recovery in good condition. [Pathology test]: on (B)(6) 2020, gross description: uterus , cervix, and bilateral tubes. 180.4 gram hysterectomy specimen. Two, 2.5 cm in length by 0.6 cm in diameter segments of fimbriated fallopian tubes. Final diagnosis: part 1: soft tissue, retro cervical, laparoscopic excision. Fibroadipose tissue with fibrosis, focal chronic inflammation and vascular congestion. Part 2: soft tissue, rectal, laparoscopic excision, benign adipose tissue with vascular congestion. Part 3: uterus, cervix, and bilateral tubes, laparoscopic abdominal hysterectomy with bilateral salpingectomy. Chronic cystic endocervicitis, proliferative pattern endometrium, myometrium 2.5 cm in thickness, bilateral fallopian tubes with marked vascular congestion [ultrasound scan]: on (B)(6) 2020: small fibroids. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-may-2023: report via lawyer, reporters were added (case now medically confirmed). Medical history, tests, race added (none reported previously). Events were specified (previously reported event: medical device removal). Essure removal surgery was specified. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.